Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer insisted on having their insulin pump replaced. The customer was asked to return their device back for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating, basic occlusion and occlusion test. No unexpected insulin flow blocked alarm noted during our testing; the insulin flow blocked feature function properly during basic occlusion and occlusion test. The insulin pump had cracked reservoir tube lip, scratched case and minor scratched lcd window.